Event description:
On (B)(6) 2012, patient reported the down arrow button on the infusion device has started to stop working tonight. Patient stated it has been working fine and then tonight it stopped responding intermittently. Patient reported the button pops back out and doesn't stay stuck in. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.